Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, improperly disconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during drain three of peritoneal dialysis therapy, while the patient was connected. The patient stated that they disconnected during dwell and reconnected before the homechoice started alarming. The proper disconnect procedure was not used. The technical service representative (tsr) explained the alarm to the patient and assisted them in clearing it. The tsr reviewed proper procedures, per the user manual, with the patient. The patient would finish therapy with manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.